Event description:
During routine testing of the device at the service center, the user reported that the gas system would not calibrate. Since the event occurred during routine testing, there was no pt involvement during this event.